Manufacturer narrative:
Initial reporter's phone number (B)(6) is reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the deep brain stimulation (dbs) patient enrolled in the investigator sponsored research study foresee iii experienced a serious adverse event of worsening depression symptoms after a readjustment of the dbs stimulation settings occurred with the stimulation being switched on after a blinded phase of inactivation. During the time of being switched off, the patient experienced a worsening of depressive symptoms. After being switched on, the patient felt insecure about whether she was being stimulated or not and experienced a further worsening of depressive symptoms. Another reprogramming of the dbs parameters was performed by the study team. However, the patient did not feel better and administered herself to the clinic of psychiatry. She was taken on ward as a form of clinical support of her depressive state by a psychiatrist not involved in the current clinical trial. The patient is being treated on ward as a form of crisis intervention and the stimulation settings will be adjusted according to her symptoms. During the hospital stay, the acute crisis of the patient improved continuously with the stimulation being switched on and the patient was released from the hospital. The relationship to the event was reported as possibly related to the procedure and not related to the device.